Event description:
It was reported that after the implant procedure, the pulse generator exhibited backup vvi operation. After the software was downloaded normal function resumed. The device had been exposed to electrocautery during the implant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.